Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -4.0 diopter became damaged while loading. There was no patient contact.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).